Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), the device displayed shock impedance measurements of greater than 200 ohms with the chronic right ventricular (rv) lead. The rv lead was connected to the ICD multiple times without resolution of the out of range shock impedance measurement. A new device was implanted with good resulting shock impedance measurements. The ICD was returned for analysis and the rv lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(6) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.